Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was unknown. Customer states that keypad anomaly may have been due to being splashed by daughter. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.